Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Post orif, reduction of bimalleolar ankle fracture became malaligned. Surgeon removed lateral 1/3 tubular plate and replaced it with distal fibula plate. Reportedly, patient was noncompliant. This is the 8th of 8 reports submitted on this event.